Manufacturer narrative:
The endocapsule was not returned for evaluation. The exact cause of the reported event cannot be determined. However, if additional information becomes available, this report will be supplemented accordingly. As a preventive measure, the instruction manual indicates the following in the contraindication section: long-term retention of the capsule endoscope may be observed in patients with known radiation enteritis due to intestinal strictures or adhesions. Patients who have an obstruction in their digestive tract as a result of past digestive bypass surgery. Patients with instruments that could interfere with the capsule endoscope's passage in the digestive tract such as a stent in the digestive tract. Patients with dysphagia may have a risk of aspiration into the tracheal branches and could have difficulty ingesting the capsule endoscope. Patients with significant difficulty in swallowing a tablet as large as capsule endoscope.

Event description:
The service group was informed that during an inspection of the small intestine, an endocapsule was verified as working as the led blinked on the recorder and a live image was verified on the recorder, however, the nurse at the facility reported that an endocapsule lost image after it was swallowed by the patient. Troubleshooting was performed by the facility before contacting technical assistance (tac) as the in-patient swallowed water, walked around, and the facility even moved the belt and the image did not resume. The patient's body type was standard. The patient did not go near any product with a strong magnetic field. The facility does not have a radiation department or a department that handles large medical devices. The nurse reported the patient would be having an upper endoscopy exam later on. Tac advised not to perform the upper endoscopy while the endocapsule was being performed. The nurse later reported that raising the belt of the antenna resolved the image loss issue. During an upper endoscopy, esophagogastroduodenoscopy (egd), procedure the endocapsule was observed stuck in the patient's esophagus. The doctor pushed the endocapsule into the patient's small intestine to resume imaging. There was no patient injury reported.